Event description:
Blood pump went into undetected runaway while in use pumping blood away from the surgical site. There was no pt injury. It was reported by the hosp tech that the runaway was caused by a bad connection in the remote control potentiometer.